Manufacturer narrative:
(B)(4). The investigation was completed on 12/07/2015. The customer observed star outs while using ctni cartridge lot r15172a. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for ctni cartridge lot r15172a. While retained cartridge testing met the acceptance criterion for the rate of detected errors (dts), the acceptance criterion for the rate of undetected errors (udts) was not met. Root cause will be investigated as part of exception report (B)(4).

Event description:
On 10/01/2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded star outs while using cartridge lot r15172a. There was no discrepant patient results associated with this event. The customer returned product for investigation. Per I-stat system manual, art: 714374-00m, rev. Date: (B)(6) 2015: stars appear in place of results if the analyzer detects that the sensor's signal is uncharacteristic. Since the sensor check is part of the I-stat quality system, an occasional result will be flagged due to a bad sensor. Other causes of this flag are improperly stored cartridges or an interfering substance in the patients sample, either extrinsic, such as the wrong anticoagulant, or intrinsic such as medication. Also, aged samples may contain products of metabolism that can interfere with the tests.